Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#965538 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that after "2ml" of blood was collected with the bd vacutainer® push button blood collection set, the flow stopped due to an insufficient vacuum in the tube during use. The needle was withdrawn, causing blood to flow back from the tube and spill onto the staff member's gloves. The employee was reportedly wearing appropriate ppe, so there was no exposure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our phlebotomists was performing a routine blood draw. Appropriate flow was established, but after about 2ml was collected, blood stopped flowing. The butterfly needle was withdrawn; blood backflowed from the tube and spilled onto the staff member¿s glove. Phlebotomist was wearing appropriate ppe, so there was no exposure. I verified when I popped the top that there was indeed no remaining vacuum in the tube. It¿s likely that this is an intermittent issue, as I¿ve seen other tubes from the same lot that filled correctly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after "2ml" of blood was collected with the bd vacutainer® push button blood collection set, the flow stopped due to an insufficient vacuum in the tube during use. The needle was withdrawn, causing blood to flow back from the tube and spill onto the staff member's gloves. The employee was reportedly wearing appropriate ppe, so there was no exposure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our phlebotomists was performing a routine blood draw. Appropriate flow was established, but after about 2ml was collected, blood stopped flowing. The butterfly needle was withdrawn; blood backflowed from the tube and spilled onto the staff member¿s glove. Phlebotomist was wearing appropriate ppe, so there was no exposure. I verified when I popped the top that there was indeed no remaining vacuum in the tube. It¿s likely that this is an intermittent issue, as I¿ve seen other tubes from the same lot that filled correctly."